Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was approximately 600 mg/dl with ketones. The customer went to the emergency room on (B)(6) 2015 with a bg level of 558 mg/dl and was treated with insulin drip. The customer was admitted into the hospital on (B)(6) 2015 and was released from the hospital on (B)(6) 2015 with a bg level of 195 mg/dl. In addition, when leaving the emergency room, the customer was feeling normal and had no injuries.